Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device would not operate on ac power. The device's power supply capacitor was found to be damaged. The device's power supply was replaced to address the issue.